Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the proglide closure device was used at the left femoral artery which was used for access. Angiography indicated slow flow through the left femoral artery. Subsequently, the artery was repaired surgically. It was reported that the vascular intima was damaged by the proglide closure device. No other adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).